Event description:
It was reported that an arteriotomy of the right common femoral artery was attempted using a perclose proglide device after an intervetional procedure. Reportedly, upon removal of the plunger, the white part of the suture was broken and the ends were frayed. A second proglide device was used with the same results. The device was rewired and a sheath was inserted. After the sheath was removed, manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and the posterior cuff and needle tip were still attached to the rail end. Based on the investigation findings, the link was broken at the posterior cuff. The link connects the anterior needle to the suture and if the link is broken from the cuff, the suture will not be present during plunger withdrawal and the suture could not be retrieved. The knot would not form to advance to the arterial surface to close the vessel. A link break can be influenced by many factors, including, but not limited to, manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomy. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.